Event description:
Pt is one of two pts w/low sodium balance and volume overload after dialysis tx on specific dialyzer. Pt seized in dialysis, revived. Pt w/prior hx of seizures, CT negative. Pt followed in ICU, continued dialysis, returned to baseline. Testing of machine post-event reveals conductivity calibration anomaly (internal readout: 13.3, external meter: 9.6) and acid pump pumping at low volume (91, s/b 150-157). Pump did not alarm during testing procedure. Pump seals/spring corroded, pump replaced. Pump sent to mg for failure analysis report.